Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitations the complete initial reporter event site name: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) not charging the battery. There was no patient involvement.

Event description:
This complaint is being cancelled as it is a duplicate report. The malfunction was captured under tw (B)(4), mfg report number 2249723-2022-03158.